Manufacturer narrative:
The customer states a "fracture of the over-tightening protection due to cracking". However, no over-tightening protection (predetermined fracture point) is implemented in the screw-mtd. Implant system (c1085.3807). The insertion post is fractured in the implant in the area of the cams in the direction of rotation, which indicates very high torque forces during use. Fractured insertion post. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured insertion post. Implant had to removed in the same surgery. No other implant was placed.

Event description:
Insertion post fractures at predetermined breaking point. Implant had to removed in the same surgery. No other implant was placed.